Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (67) sealed 4mm, 32g pen needles from lot # 9338807. Customer states that needles cause pain during injection and insulin does not flow. Thirty out of 67 returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). All of these samples were also tested and all were able to expel properly. No defects were observed on any of the tested samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no. 320550 batch no. 9338807 it was reported that needles cause pain during injection and insulin does not flow. Verbatim: consumer stated, she experiences pain when taking her injection with 2nd gen and the insulin does not flow. Stated, it does prime. Stated, she does not want to continue using the 2nd gen. Stated, she tried to return the pen needles to the pharmacy because she was expecting the original nano pen needles but he gave her the wrong box..

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 us was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no. 320550, batch no. 9338807. It was reported that needles cause pain during injection and insulin does not flow. Verbatim: consumer stated, she experiences pain when taking her injection with 2nd gen and the insulin does not flow. Stated, it does prime. Stated, she does not want to continue using the 2nd gen. Stated, she tried to return the pen needles to the pharmacy because she was expecting the original nano pen needles but he gave her the wrong box.